Event description:
Related manufacturer report number: 2916596-2021-00606.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed a pump stop event, that appeared to be caused by the backup battery not being able to provide power to the system when external power was removed from the system controller. The retrieved system controller event log file contained data from 26jan2021 through 28jan2021. The driveline was disconnected at the end of the file, consistent with the report that the system controller was exchanged. On 28jan2021 at 10:08:39, the file captured a reset_controller event, that resulted in a pump stop. It appeared that the backup battery was not providing power to the system when both the power cables were disconnected from the mpu at the same time. It was noted that the backup battery fault alarm was active for approximately 5 minutes, prior to the reset of the controller due to the backup battery fault. The pump ramped back up to the set speed as expected when the controller reset and was reconnected to external power. The pump appeared to operate as intended until the driveline was disconnected for the controller exchange. Of note, evaluation of the returned system controller revealed that there was white and blue residue, consistent with dried fluid ingress on the printed circuit board (pcb) of the backup battery, the backup battery ribbon cable connector, and system controller housing where the backup battery sits, that could have contributed to the observed pump stop event; however, the cause for the fluid ingress could not be conclusively determined. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-022872. No further related events have been reported at this time. The relevant sections of the device history records for mlp-022872 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 explains that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Section 2 also explains how to use the battery power gauge on the system controller. Section 3 explains how to check battery charge status using the on-battery power gauge. These instructions direct the user to switch to charged batteries (as indicated by the green light on the battery charger). Section 7 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also available. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a backup battery fault alarm on (B)(6) 2021 and double disconnected from the mpu. When this happened, there was a resultant pump stop, this appeared to be due to the backup battery not providing power to the system. No additional information was provided.